Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured at the center of the balloon. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.